Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon was trying to apply clips with a er320 instrument, when he noticed that the applier was falling apart in his hand. At that time the clips did not come out anymore. There was no consequence to the pt.